Manufacturer narrative:
(B)(4). Estimated explant date. The device was returned for investigation. The evaluation is not yet complete. Approximate age of device - 2 years and 3 months, no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017. The cause of expiration was reported as asystole. The events leading up to the patient¿s outcome were unclear. The vad coordinator stated they were unsure if the pump had thrombosed, or if there was loss of power resulting in a pump stoppage. It is not known if the green pump running symbol was on at the time of the patient¿s arrival to the ER. When the patient¿s vad system was connected to the power module in the ER, there was no flow. It was reported that the patient may have fallen prior to this event. Review of the patient¿s chart indicated that the black power cable was not connected on arrival, the white power cable was severely bent near the system controller, one of the battery clips was cracked, and all 4 batteries had 4 bars of charge. No additional information was provided.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump. A direct correlation between the evaluation findings of the returned device and the reported events leading up to the patient's outcome could not be conclusively determined. The explanted pump was returned assembled with the driveline intact. Visual inspection of the sealed inflow conduit revealed a small amount of loosely clotted blood extending through the inlet conduit flex section and the inlet elbow. Examination of the sealed outflow conduit revealed only traces of blood with no evidence of any adhered depositions or thrombus formations. Upon disassembly of the pump, a soft deposition of loosely clotted blood mixed with tissue-like clotted blood was found extending through the outlet stator. All observed depositions in the device were unstructured, non-laminated, and were not adhered to the blood-contacting surfaces. Moreover, the deposition found in the outlet stator showed no evidence of denaturation and no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition was present while the rotor was spinning during pump support. All observed depositions appeared consistent with post-mortem blood remaining stagnant in the device. The depositions did not appear to have been present while the pump was supporting the patient and would not have contributed to a functional issue. Visual inspection of the smooth and textured blood-contacting surfaces of the returned device revealed no evidence of any developed or adhered depositions or thrombus formations. The inflow graft and the outflow graft did not show any evidence of distortion. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. Following functional testing, the driveline was inspected for any potential areas of damage. The metal braided shield demonstrated normal wear for over two years of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.